Event description:
User reported that the legrest started elevating on its own and she could not stop it. User claimed that the legrest went up high enough that she sustained a minor hip injury, for which she did not seek medical attention. Dealer inspected the wheelchair and replaced the ics switchbox and installed a manual shut off power switch. Client is satisfied with the repairs and the chair is operating properly.